Event description:
A malfunction involving the pump was reported by the distributor, rubin medical aps, in denmark. There was no information provided regarding the customer¿s blood glucose level, so it is unclear if there was any adverse impact. The pump malfunction was addressed by replacing it, as it was within warranty. The customer was informed about the replacement, and the necessary instructions for returning the faulty pump were provided. The customer chose not to share information about their backup insulin therapy plan.